Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis. The reporter indicated that the health care provider at the hospital indicated that the pump may not have been delivering appropriately. The pump was reviewed with the reporter. The reporter confirmed that there were no alarms in the pump history related to the event, the pump was not suspended, all pump boluses were completed in full, and the total daily dose history appeared appropriate. The pump prime history was reviewed and confirmed that the pump appeared to be primed appropriately. The reporter confirmed that there were no air bubbles in the system and there were no noted bent cannulas or site issues. The reporter was advised that the review of the pump indicated that the pump appeared to be delivering as programmed. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation that the pump may not have been delivering insulin appropriately.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.